Event description:
In 2009, the pt reported she has had elevated blood glucose readings since about one month. She stated her doctor changed her to a different type of insulin, and she has switched to her backup insulin infusion device. She stated her blood glucose readings for today are as follows: 315 mg/dl at 2:30 pm; 288 mg/dl at 3:30 pm (after switching to her backup device and the new insulin); and 230 mg/dl at 4:30 pm. Her normal reading is 118 mg/dl. She stated she did have an infection, but "that's been ruled out" as the cause of the elevated readings. She stated she has received an e4 (occlusion) error on her infusion device "quite often." She changes her infusion set every other day. She stated she can no longer use her thighs or buttocks as sites and said that about 1.5 years ago, she suffered "nerve damage in the right arm", which she thinks was due to wearing infusion sets in that area. She stated she rotates her sites and uses the "buttocks, waist area, lower abdomen area." She said that sometimes when she receives an e4, she discovers the infusion set cannula was kinked. She said her most recent occlusion was a day prior, which she cleared. She said she has noticed air in the tubing at times and believes this contributes to the occlusions. A request for additional training was submitted. On follow up with the pt two weeks later, she stated that since switching to the new type of insulin she has been "doing wonderfully." No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.